Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device upgrade procedure, the physician was unable to plug in the rv lead pin into the rv df-4 port of the device header. The physician tried to retract the setscrew on the header and even applied silicone oil to the lead pin, but was still unsuccessful. Device was replaced and the new device was implanted without any issues. The patient was stable post-procedure.

Manufacturer narrative:
No conclusion code available. The reported lead insertion anomaly was confirmed in the laboratory. Visual inspection identified silicone within the set-screw hex cavity. This material may have prevented full insertion of the torque driver in the set screw. This may have prevented the release of the set screw causing it to obstruct the insertion of the lead. The cause for the field complaint could not be determined.